Event description:
The user facility reported that a portion of the guidewire was damaged during a percutaneous nephrostomy operation. The following information was provided by the user facility: the wire was used through a metal introducer needle; during use a piece of the coating sheared off of the device; the detached material was left un-retrieved; and the original procedure was completed successfully.

Manufacturer narrative:
Based on the user facility information, non-resorbable material was left unretrieved in the patient's body the referenced guidewire device was not returned for evaluation and the lot number is not known. Therefore, the failure investigation was limited to assessment of information provided by the user facility and evaluation of a sample of the same product code from a current production run. Inspection and testing of the sample found no defects or anomalies and confirmed that product performance specifications were met. The device labeling does address the potential for damage or separation of the polyurethane coating of the glidewire under certain conditions. Specific statements in the warnings / precautions section include "do not manipulate or withdraw the guide wire m through a metal entry needle, a metal dilator, or a metal guide wire inserter. Manipulation and/or withdrawing through a metal entry needle, a metal dilator, or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).